Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, h3, h4, h6, h10. Review of the receiving inspection report for 00111214001, lot number 70074230, could not be performed as the product was shipped directly from heraeus to zimmer biomet canada who stated "we do not have receiving inspection reports available." Heraeus batch record review indicates there were no quality deviations, no change notifications, and no corrective or preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "misalignment/wrong application time". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. No product was returned.

Event description:
It was reported that a patient underwent a revision surgery due to poor implant or cement adhesion. The surgeon revised a medacta evolis tkr that was cemented in place with palacos bone cement. An alleged failure of cement-implant interface was the cause for a revision surgery. No additional adverse events were reported as a result of the malfunction. On 24 jul 2018, the investigation of the device was completed; therefore this supplemental medwatch is being submitted.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery due to poor implant or cement adhesion. The surgeon revised a medacta evolis tkr that was cemented in place with palacos bone cement. An alleged failure of cement-implant interface was the cause for a revision surgery. No additional adverse events were reported as a result of the malfunction.